Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been in the 500's mg/dl. Customer has been treating with the insulin pump. Customer stated that he has not gotten any medical attention. Customer declined troubleshooting for the high blood glucose.